Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation: it is likely the following led to the malfunction: this event was caused by either excessive bending force exerted on the insertion section. The cause of the bending force exerted could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the single use aspiration needle was bent when attempting to stab. This malfunction occurred during a diagnostic respiratory cytology procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.